Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Retained and returned devices were tested with in-house clinical hcg negative urine samples. All hcg results were negative at read time and met quality control specification. No false positives were obtained. Products were also tested with a sub-threshold hcg sample. The results were negative as well. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided and with out patient specimen in-house analysis.

Event description:
It was reported that on (B)(6) 2016, the customer observed a false positive result when administering the hcg test on a patient. The repeat test result was another false positive. A lab quantitative test was performed which yielded <2 miu/ml. Troubleshooting occurred with a discussion about potential issues related to sample quality and technique although there were no deviations.